Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head comes off [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) male consumer reported that while he was brushing his teeth with an oral-b vitality series toothbrush, he almost poked his right eye with a sharp metal shaft after the oral-b brushhead, version unknown came off. He stated that he had been using this particular brushhead for 2 months, but only now did it come off very easily. He stated that he replaced the brushhead and the problem was fixed. No symptoms developed.